Manufacturer narrative:
The device is not available for investigation; it was discarded after the procedure. Bin files were analyzed and do not show any system notice or issues for the date of the procedure. Bin files show that at least 10 injections were performed with the catheter with lowest temperature of -59°c at the 7th injection. There was no indication of product malfunction. This report will be recorded and trended.

Event description:
A cryoablation procedure was performed on (B)(6) 2013. The patient complained of difficulty swallowing on (B)(6) 2013 and was admitted to the hospital on (B)(6) 2013 for observation. An upper endoscopy was performed (B)(6) 2013 and showed ulceratons on the esophageal wall. The patient was kept without food for several days along with carafate, protonix and calcium carbonate. His pain resolved and a CT showed no esophageal inflammation. The patient was discharged from the hospital on (B)(6) 2013. An additional upper endoscopy was performed on (B)(6) 2013 and showed almost complete healing of all ulcerations. The patient has done well with no apparent issues. No abnormalities were encountered during the cryoablation procedure. The physician had the patient swallow barium sulfate prior to ablation in order to visualize the esophageal location. The physician indicated that the esophagus appeared to be very midline and not near any of the pulmonary venous ostia. A total of 8 cryoablations were performed (1 in lspv, 3 in lipv, 2 in ripv and 2 in rspv) and the lowest ablation emperature was -59c.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.